Event description:
The patient experienced a decrease in pain control. During a dye study, it was not possible to aspirate the catheter, indicating occlusion. The catheter was replaced. The pump contained hydromorphone 5mg/ml delivered at .7999mg/day and bupivacaine 15.2mg/ml delivered at 2.432 mg/day. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is completed and/or when additional information is received from the hcp.